Event description:
Caller reported that the pump's battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact on the customer's blood glucose level. Technical support advised the caller on resetting procedures, resumed insulin delivery, and confirmed the need to replace the pump. The caller was instructed on returning the faulty pump and understood how to proceed with backup therapy using multiple daily injections (mdi) to ensure continued insulin delivery.